Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer changed out the usb cable and power adapter and pump battery was charged. There was no reported impact to customer's blood glucose.